Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device would only display a green dot on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Problem has been verified by zoll technical service. Replacement of the power supply board seemed to rectify the problem. Although original problem could not be duplicated again. The unit underwent extensive testing in an effort to determine and repair the root cause of the reported problem. Although root cause was not determined the most likely cause can be attributed to the power supply board which was swapped with a new board.